Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709 serial# (B)(4), implanted: 2007 (B)(6), partially explanted: 2012 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete

Manufacturer narrative:
Final analysis of the pump found that it passed all non-destructive lab testing. There was a motor stall and recovery in the logs. After doing destructive analysis, the technician found nothing significant that may have caused the motor stall. However, there are many factors that could cause a motor to stall, such as magnets or electromagnetic interference. Final analysis of the catheter found fluid and air leaking from underneath the pump connector sleeve during patency and pressure tes ting. There was no fluid coming through the catheter. The pump connector sleeve was damaged by the technician to see where the leak was coming from. It was noticed that the catheter and pump connector were incorrectly assembled. The pump connector was misaligned and the pump connector bar was not inserted through the catheter lumen. The pump connector bar was compressed against the outside of the catheter body. The misalignment may have been the cause of the catheter issue and this may likely have been done during implant. There was also significant discoloration of the pump connector sleeve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a catheter revision due to disconnection during an elected pump replacement on (B)(6) 2012. During an elected routine pump replacement procedure for "routine battery change", as the pump was close to end of life, a catheter revision was done due to a disconnection. It was noted that during a dye study 2 years prior to the report date, the healthcare provider (hcp) was not able to withdraw cerebrospinal fluid (csf) from the catheter, however, the patient refused to do a catheter revision until the pump was subsequently changed. The patient did have a history of poor pain relief. During the revision, the connector to the pump was changed. The patient had no injury and no adverse event due to the catheter event. The medications in the pump were dilaudid, bupivacaine and clonidine. Additional information has been requested, but was not available as of the date of this report.